Event description:
It was reported that error code 40000 (gui unable to communication with mcu) displayed on the generator screen. A new delivery device was chosen to continue with the process, and the generator was turn off and powered back, but the same error code continued to occur. The procedure could not be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The generator was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation of the generator, the reported error 40000 (gui unable to communication with mcu) was able to be confirmed upon startup of the generator. The error message is indicative that the generator is unable to communicate with the master control board (mcu). The mcu was replaced, and the generator received all required upgrades. The generator passed full functional and electrical safety testing after replacement of the parts. Based on analysis result and information available, it is probable that the reported 296 error message was likely due to an electrical overload with the mcu component.

Event description:
It was reported that error code 40000 (gui unable to communication with mcu) displayed on the generator screen. A new delivery device was chosen to continue with the process, and the generator was turn off and powered back, but the same error code continued to occur. The procedure could not be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.